Event description:
A malfunction alarm, identified as malf 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully cleared the malfunction code. The customer was advised to continue using the pump and to reach out again if the malfunction code reappeared.